Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber's internal / external tubing is red instead of green. No information if the procedure was completed with fiber. No patient outcome was reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed fiber break. The fiber does not exhibit signs of usage. The fiber is broken within the white tubing at 5 feet and 8.5 inches from control knob, between input connector and control knob. The outer sheath exhibits no signs of melting. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause not established.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber's internal/external tubing is red instead of green. No information if the procedure was completed with fiber. No patient outcome was reported.